Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of- range (oor) pacing impedances on the right ventricular (rv) lead measuring greater than 3000 ohms. At this time, the device and lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).